Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) was undersensing intrinsic beats resulting in delivery of inappropriate pacing pulses. Unique patient beat morphology was the suspected cause of the undersensing.